Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on january 29, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report this report is submitted on december 27, 2023.

Event description:
Per the clinic, the patient experienced all the electrodes open. There is a planned explant in (B)(6) 2023.

Manufacturer narrative:
This report is submitted on october 5, 2023.